Event description:
It was reported that during user inspection, the cs300 intra-aortic balloon pump (iabp) unit had an error message "insufficient negative pressure". There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component, investigation conclusions),h10. A getinge field service engineer (fse) replaced the manifold drive (0104-00-0018) to fix the issue. During preventive maintenance (pm) the time exchange time was 7500 hours. The fse checked the operation based on the inspection record sheet and confirmed that it was currently in good working order. The main unit has been returned back to the customer.

Event description:
N/a.